Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4).the device has not been received by carefusion.

Event description:
The customer reported model lap top ventilator 1200 oxygen blender output is delivering lower percentage than what is set. When the unit is set to deliver 100% output is only 30%. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.